Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure "lines appear in the image" was not confirmed and "scratches on the connector section" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the serial ring was loose. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction "lines appear in the image" is no problem detected and the most probable cause of the malfunction scratches on the connector section caused by a component failure of the video connector cover and malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the video scope presented lines appear in the image, scratches on the connector section. The event occurred during service, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.